Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced insulin flow blocked alarm event on 17-nov-2024. The blockage was in the tubing. The patient replaced infusion sets and resumed insulin successfully. No further information was available.